Event description:
Device malfunction: balloon rupture, unretrieved fragment. Time of malfunction: during the procedure. Symptoms/ae: cold leg. Time of symptoms/ae: after the procedure. It was reported that during a revascularization procedure of an unspecified leg graft, the rx viatrac balloon ruptured at 18atms. A piece of the balloon detached and was removed using a snare device. Twenty-one days post procedure the patient developed symptoms of a cold leg. Angiography indicated a balloon fragment at an unspecified location in the patient's leg vasculature, which was surgically removed. The patient was discharged to home two days later. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.